Event description:
After successful deployment of the pipeline, it was reported that the pusher broke during retrieval of the delivery system. The broken segment was retrieved with a snare. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The device was returned for evaluation and the pushwire was broken into two segments. Analysis of the cross section at the break point showed the failure of the pushwire occurred due to torsional overload. (B)(4).